Event description:
It was reported that, during the explant procedure, the setscrew was stuck. Technical services discussed techniques for removal. The electrode was successfully removed from the header and the device was replaced. There were no adverse patient effects.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.